Manufacturer narrative:
The driveline repair referenced in this section was reported under medwatch MFR. Report # 2916596-2016-00091. (B)(4). Approximate age of device ¿ 1 year and 9 months. (Calculated from the date when the system controller was issued to the patient.) The system controller is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, a driveline fault alarm occurred. An attempt to clear the alarm was made, but the alarm returned. The patient¿s system controller was then exchanged. Upon interrogation of the system controller history, multiple driveline disconnect, low flow, pump stop, and driveline fault alarms were observed. The patient was experiencing acute confusion and aphasia. The patient did not recall the events prior to the alarm. A CT scan of the patient¿s head was negative. The patient¿s inr was 1.7, and since a pump off occurred and the patient¿s inr was subtherapeutic, the lvad clinicians evaluated the patient for pump thrombosis. The patient¿s ldh was 542 u/l, and trended downward to 400 u/l. It was reported that the patient did not have any other signs or symptoms of thrombosis and was successfully discharged a few days later on lovenox. The patient was continuing to be followed as an outpatient.

Manufacturer narrative:
Device evaluation: the system controller was returned for evaluation. The report of pump stoppages and a driveline fault alarm was confirmed based on the evaluation of the retrieved system controller¿s log file; however, the pump stoppage events were not reproduced during analysis. The log file captured that the backup battery powered the pump on (B)(6) 2017 at 7:17am after both power cables appear to have been disconnected from external power. A no external power alarm remained active until 7:19am when the driveline appeared to be physically disconnected. The driveline was reconnected at 7:25am and the system controller's backup battery powered the pump. The driveline appears to have been physically disconnected again at 7:31am and reconnected at 7:33am. On (B)(6) 2017 at 7:56am a driveline fault alarm was captured which remained active until the driveline was disconnected at 2:51pm. The driveline fault alarm did not affect the system controller¿s ability to operate the pump at the set speed. The returned system controller passed the functional tested procedure but produced a driveline fault alarm while operating on a mock circulatory loop. The driveline fault did not affect the system controller's ability to operate the test pump. Additional testing revealed that the resistance of the controller's phase 1 connection was higher than the other two phases. The reported event of a driveline fault alarm could be correlated to a system controller related issue; however, a specific root cause for the driveline fault alarm was unable to be determined. It was reported that there were no alarms when the patient was connected to their backup system controller and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.